Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "svmh 6hr xylene" protocol comprising 35 cassettes, which started in retort a at 11:47am on (B)(6) 2021 and completed at 03:52am on (B)(6) 2021 and the "svmh 6hr xylene" protocol comprising 65 cassettes, which started in retort b at 08:57am on (B)(6) 2021 and completed at 05:00am on (B)(6) 2021. No error code(s) was recorded during execution of these protocols. The "svmh 6hr xylene" protocol, which is of 5 hours and 57 minutes duration, has been validated for use in this laboratory since 01 october 2010. All reagents used for the "svmh 6hr xylene" protocol started in retort a at 11:47am on (B)(6) 2021 had been used for at least three (3) previous processing runs without reported incident. All reagents used for the "svmh 6hr xylene" protocol started in retort b at 08:57am on (B)(6) 2021 had been used for at least five (5) previous processing runs without reported incident. The discrepancy between the measured and calculated flex¿ alcohol concentration in bottles (B)(6) did not either cause or contribute to the sub-optimal tissue processing reported, because the reagent in bottle (B)(6) was used for the fourth dehydration step of both the "svmh 6hr xylene" protocol started in retort a at 11:47am on (B)(6) 2021 and the "svmh 6hr xylene" protocol started in retort b at 08:57am on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Bottle (B)(6) (flex) was not used for either the "svmh 6hr xylene" protocol started in retort a at 11:47am on (B)(6) 2021 or the "svmh 6hr xylene" protocol started in retort b at 08:57am on (B)(6) 2021. Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from the "svmh 6hr xylene" protocol and the tissue type and size of the affected tissue samples were detailed as "cores, smalls" and "2-5mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "svmh 6hr xylene" protocol with a duration of approximately 6 hours is not appropriate for processing "cores, smalls" of "2-5mm" in size. The facts indicate that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed.

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris rapid tissue processor serial number (B)(4), were "brittle" and excessive debris was present in formalin. On 23 february 2021, the assigned leica field applications specialist- core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "customer uses flex alcohol on the peloris. Customer had changed bottles (B)(6), and wax (B)(6) by the time I arrived onsite according to their maintenance chart. Customer complained of their wax smelling like formalin? I noticed some xylene scent but nothing of formalin and no visual evidence of contamination. Customer will run with the other (3) waxes onboard and keep an eye on the runs. Advised her to change the waxes accordingly if this smell is still prevalent. I noticed wax bits were still floating and visible in bottles (B)(6). Refilled bottle (B)(6) with 70% alcohol because other alcohols were highly graded. I changed them out and checked for any signs of wax before refilling them. Had to use one of the spare bottles so that their bottle (B)(6) could soak in xylene overnight due to excess wax in the bottle. Customer declined refresher training [sic] but will send detailed report with points of emphasis [sic] on maintenance duties. Also saw film of wax all over the retort a filter. Cleaned it out. Condensate showed no accumulation of debris. Interesting to note are the metal shavings found in retort b when I arrived onsite. Customer hadn't started a clean run but there was considerable contamination on the empeller. Bushings on both of the empellers looked fine. Did notice that their wax chimneys were not flush against the wall. Suggested customer keep an eye out for those metal shavings. Customer also does clean cycles with their embedding tools. Will suggest lowering cycles threshold for cleaning reagents as well. Will also send customer tissue size recommendation chart as 6 hours seems a bit long for biopsies." The fss measured the alcohol concentration in bottles (B)(6) inclusive using a hydrometer. The variance between the measured and calculated alcohol concentration was found to exceed the acceptable limit of 5% in bottles (B)(6), in which the measured alcohol concentration was 94% and 100% respectively and the calculated alcohol concentration was 100% and 94% respectively. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "svmh 6hr xylene" protocol executed in retort a, which started at 11:47am on (B)(6) 2021 and completed at 06:21am on (B)(6) 2021 and the "svmh 6hr xylene" protocol executed in retort b, which started at 08:57am on (B)(6) 2021 and completed at 05:57am on (B)(6) 2021. The tissue type and size of the affected samples were detailed as "cores, smalls" and "2-5mm" respectively. On 23 february 2021, the assigned leica field applications specialist- core histology received information that all cases involved in this event were diagnosable; and that re-biopsy has not been either recommended or required.